Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient began treatment with fortum (1 gram, duration, route, and frequency not reported) and vancomycin (1 gram, once a day; duration and route not reported) for the peritonitis event. At the time of this report, the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.